Event description:
It was reported that pump displayed malfunction code and fault ID with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without needing help to resume insulin or sensor use, and malfunction did not recur, so customer was advised to continue using pump and to call back if any malfunction appeared again.